Event description:
The pt, implanted for vim thalamic stimulation, was admitted to the hospital three times in three months for por state; after successful reprogramming, the unit enters into por state. No pt complications were noted. The pt was scheduled for a replacement in 2007. The device was explanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.